Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that while the patient was on vacation, the patient fell onto her personal diabetes manager (pdm) and cracked the screen. The patient was no longer able to use to the pdm for insulin delivery. The patient felt dizzy and the blood glucose (bg) levels rose to 300 mg/dl. The ambulance was called and the patient was transported the emergency room (ER). The patient reported her bg levels rose to 1,000 mg/dl while at the ER. No diagnosis was provided by the doctor and the patient was treated with 3 bottles salt solution only. No insulin was provided at the ER. The patient was released after seven hours and went back to the hotel. The patient was dissatisfied by the treatment provided at the ER. The patient self-administered insulin pens at the hotel for treatment. The patient resides in germany and the incident occurred in italy.